Event description:
A healthcare facility in indiana reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of a bc191-05 flexitrunk nasal tubing was torn from the connector circuit end causing a leak during use. The patient had prematurity respiratory failure and was receiving 43-50% fio2, while monitoring was in place with continuous pulse oximetry and cardiac monitoring. It was also reported that the patient saturation levels dropped between 49 and 84 % for a few minutes. The leak was compensated while the subject device was being replaced, and the patient returned to their baseline. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section d4: device details were not provided. Section h4: manufacturing date was not provided.